Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately high and eventually started prompting error 2. Customer reported feeling pressure in their chest and headaches (time and date unknown). Customer did not have any other device to test their blood glucose. Customer obtained a "370 mg/dl, 213 mg/dl, and 187 mg/dl" within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Customer did not receive any medical care from a healthcare professional and did not experience any adverse events or serious injury. Customer reported running quality control every two weeks. The customer service representative walked customer through a control solution test and it passed. The customer service representative also indicated that the meter started prompting the error 2 message, most likely after the control solution test, and they were unable to resolve the error message. Meter was replaced due to the error 2 message.